Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer determined that there was an issue with the degasser modules, allowing air in the fluidics. The degasser modules were replaced and the system was decontaminated. The lines were primed and pneumatics were checked. The voltage outputs were checked. Ise checks, calibration, controls, and precision studies were performed; all results were within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 8000 ise module. The sample initially resulted in a sodium value of 124 mmol/l. The result did not match the patient's previous results. The sample was repeated, resulting in a sodium value of 134 mmol/l.